Event description:
It was reported that a pt's pump alarm was heard and confirmed by telemetry. Telemetry confirmed it was a critical alarm. Pump logs read "reset occurred - low battery"; safe state had occurred. The medication administered via the pump were: morphine (concentration 30 mg/ml), clonidine (concentration 800 mcg/ml), and bupivacaine (concentration 2.5 mg/ml). No pt symptoms were reported; the pt's status was undetermined at the time of the report. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model: 8709, serial # (B)(4), implanted on: (B)(6) 2007, explanted on: unk; 8590-1 dacron pouch, lot # n124084, implanted on: (B)(6) 2007, explanted on: (B)(6) 2011.

Event description:
Additional information: it was reported that the pump was replaced. The device information which was noted as unknown in the previous report was provided and the required fields of this report were updated.

Event description:
Additional information reported that the patient's pump contained morphine at a concentration of 15 mg/ml and a dosage of 0.721 mg/day. Morphine was the only drug in the pump. The manufacturer representative did not see the patient on 2011-(B)(6). The patient was seen by the healthcare provider (hcp) for a pump medication refill. A "few days" after the refill, the patient began to experience withdrawal symptoms. The pump logs indicated that a pump motor stall had occurred. The pump was reset. The pump stalled again "within a few hours, or a day," from being reset. The pump was subsequently removed and replaced. It was not possible to aspirate, so the catheter was not replaced. The physician wanted to replace the connector. So, the connector was taken from a new catheter (lot# n298504008) and was used to replace the old connector. The dates of the pump refill and the day in which the pump was reset were not known. It was suggested, however, that the pump was reset on 2011-(B)(6). The patient was "doing well" and was receiving effective therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The initial report was filed as manufacturer report # 3007566237201108892. Additional review indicated the correct manufacturing site was site # 3004209178.